Event description:
A customer reported that the equipment did not "aspire" during a cataract intraocular lens implant procedure. Following a 25 minute delay, the procedure was able to be completed with same equipment and accessories, with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to confirm the reported issue. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate two similar report(s) for this system. The root cause could not be determined conclusively.(B)(4).